Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed the arctic sun device already but device was alarming low flow. They have four pads connected. They just replaced the pads on the patient with a new set when the patient returned from the cath lab. Had nurse stop therapy, empty pads, and disconnect. Nurse straightened tubing and reconnected pads with proper technique. Resumed therapy, primed to 0 l/min. Stopped, emptied pads, and disconnected. Placed device in manual control without pads: water flow rate (wfr) was 2.1l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60%, system hours 520.4, and pump hours 460.7. Right chest pad connected: water flow rate (wfr) was 1l/min, inlet pressure (ip) was -0.4psi; tried a different fdl port and water flow rate (wfr) was 1.2 and inlet pressure (ip) was -0.4psi. Disconnected right chest and attached right leg: water flow rate (wfr) was 1.2l/min and inlet pressure (ip) was -3.5psi. Attached left chest water flow rate (wfr) was 1.1l/min, inlet pressure (ip) was -5.6psi. Attached left leg water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -9psi. Disabled manual control and started therapy. After a few minutes water flow rate (wfr) was 3l/min. Nurse will exchange right chest pad with a universal pad or two if needed for coverage. Pad lot# ngkz2804, exp (B)(6) 2027, informed nurse to hold on to pad for field assurance team. Per follow up information received via phone on 20may2026, transferred to the ccu. Charge nurse stated they do not have any arctic suns on their unit and believes this call was received by mistake.